Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements, threshold issues, and oversensing of the minute ventilation (mv) signal on the right ventricular (rv) channel. The pacemaker was explanted and replaced, and the rv lead was capped and replaced. This pacemaker has not been returned for analysis and no additional adverse patient effects were reported.